Event description:
It was reported that during an unknown procedure, the tissue could not be sewn completely. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.